Event description:
The patient had a zilver stent placed in her left external iliac artery on (B)(6) 2012, to treat some disease there. Seven days later on (B)(6) 2012, the patient underwent an evar procedure to treat her abnormal aneurysm. The evar equipment used was all endovascular prostheses of another manufacture. When the other manufacturer's evar equipment was removed, it somehow became caught on the zilver stent. After working for awhile to remove the other manufacturer's equipment, the iliac artery was torn. The patient was brought to the operating room to try and repair the artery, however, the patient passed away.

Manufacturer narrative:
Expiration date unknown as lot number is unknown. Event is still under investigation.